Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient underwent surgical intervention for an issue reported under MFR. Report# 1627487-2017-01880. Prior to the procedure, the ipg was placed in surgery mode. During the procedure, it was deemed inoperable due to a company representative being unable to communicate with the ipg via use of external devices. As a result, the patient's ipg was explanted and replaced to address the issue.